Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 20x2.7mm, concentric, de novo target lesion was located in the moderately tortuous and non-calcified obtuse marginal artery. Following predilitation, residual stenoss was 40%. A 2.75x20mm promus element plus stent was advanced to treat the target lesion but significant resistance was encountered during insertion and advancing and despite several techniques being performed, the device failed to cross the lesion. The stent broke distally and was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 20x2.7mm, concentric, de novo target lesion was located in the moderately tortuous and non-calcified obtuse marginal artery. Following predilitation, residual stenoss was 40%. A 2.75x20mm promus element plus stent was advanced to treat the target lesion but significant resistance was encountered during insertion and advancing and despite several techniques being performed, the device failed to cross the lesion. The stent broke distally and was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element plus, mr, ous 2.75 x 20 mm stent delivery system was returned for analysis.a visual examination of the stent found no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 22.8 cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.